Event description:
It was reported to the covidien territory manager that after undergoing an ablation procedure to treat barrett's esophagus, a patient contacted the treating physician 10 days post procedure to report they were experiencing pain and still unable to tolerate a soft diet. An endoscopy was performed which revealed ulcers in the treatment area which is typical post ablation procedure. The patient was admitted to the hospital and treated with intravenous porton pump inhibitors and prescribed sucralfate. The treating physician also advised the patient to remain on a liquid diet until all symptoms were gone.

Manufacturer narrative:
The site has indicated that the sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).